Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: bmc musculoskelet disord. 2025 dec 22;26(1):1116. Https://doi.org/10.1186/s12891-025-09438-6. Pmid: 41430197; pmcid: pmc12750917.

Event description:
Title: double-bundle anterior cruciate ligament reconstruction (aclr) and anterolateral ligament reconstruction with suture tape augmentation offers satisfactory 2-year clinical functional scores between single-bundle aclr and double-bundle aclr with more lateral knee tightness. The aim of this study is to provide enhanced rotational stability and reduce the incidence of early knee osteoarthritis in 167 patients who were retrospectively divided into three groups: sb aclr (n=91), db aclr (n=21), and db aclr and allr (n=55). Postoperative evaluations were conducted via telephone interviews and in-person consultations using the tegner and lysholm scores. Ethibond (eth) which was used to tie together the gracillis and fibertape at 0° of knee flexion and neu tral knee rotation. Reported complications: ethibond (eth) db aclr and allr (n=55) lateral knee tightness (n=10) treatment: not reported screw breakage (n=1) treatment: lateral knee bioscrew removed saphenous nerve symptoms (n=38) treatment: not reported pretibial area pain (n=?) Treatment: not reported numbness (n=?) Treatment: not reported loss of sensory (n=?) Treatment: not reported. In conclusion, sb aclr, db aclr, and db aclr and allr with suture tape augmentation procedures yielded comparable clinical functional scores. While lateral knee symptoms were observed in patients receiving db aclr and allr with suture tape augmentation, these symptoms did not significantly influence the functional outcome.